Event description:
When husband tried to set the new pump and connect to the pt, the pump kept beeping and kept flashing stop. No harm to the pt since she was not connected to the pump at that time. Pump is a cadd legacy. Husband will call back with the serial number of the pump. New pump sent in a return box for pt to return the old pump. Dose or amount: 26ng/kg/min, frequency: continuous, route: IV. Dates of use: (B)(6) 2017 to ongoing. Diagnosis or reason for use: pah.